Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid-lower extremity that was heavily calcified. During pre-dilatation, the armada 18 6.0 mm / 200 mm / 150 cm dilatation catheter balloon burst at 10 atmospheres during the second inflation. There was resistance reported during advancement to the lesion however it is unclear what caused the resistance. It was successfully removed from the patient and a new armada 18 was used to complete the procedure. There were no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual and scanning electron microscopy (sem) analysis were performed on the returned device. The balloon rupture was confirmed. The investigation determined that the reported balloon rupture was due to circumstances during the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.